Manufacturer narrative:
This report is filed june 22, 2016.

Event description:
Per the clinic, the patient developed an infection at the implant site. Treatment with multiple rounds of antibiotics (type, duration and date not reported) was unsuccessful, resulting in extrusion of receiver stimulator. Subsequently, the device was explanted on (B)(6) 2016. Re-implantation is planned; however, has yet to occur as of the date of this report.

Manufacturer narrative:
This report is filed on july 19, 2016.